Event description:
A patient reported blood glucose results of 180mg/dl and 142mg/dl with a lifescan meter, performed within 10 minutes of each other. Based on statistical methodology, the calculated difference of these glucose results exceeds the expected value of <=20% and/or <=20mg/dl, thereby indicating a potential malfunction of the meter in terms of precision. A walk through blood glucose test was performed and the patient obtained blood glucose results of 226mg/dl and 241mg/dl with the reported meter.